Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Results of trop I precision testing performed were outside of ortho guidelines with regard to alu reading, indicating that the instrument was potentially not performing as expected at the time of the events. An ortho field engineer visited the site and performed service actions to the vitros 5600 integrated system. However, post service precision results have not been provided. Therefore, unexpected instrument performance cannot be ruled out as contributing to the event based on the historical trop I qc data from the vitros 5600 integrated system, there is no indication that the vitros trop I reagent contributed to the events, although it cannot be entirely ruled out as the customer was not processing qc material at or below the assay url of 0.034 ng/ml. Performance of the reagent at concentrations <url therefore cannot be confirmed. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacturer recommendations, so it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a single non-reproducible, higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. Patient sample result of 0.201 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory. There is no allegation of actual patient harm as a result of this event. (B)(4).